Event description:
A supplemental report is being submitted due to completion of the investigation on 16 may 2025.

Manufacturer narrative:
Device evaluation: 1 unit lot number c1801798 of clso-10-9 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study (B)(4), (B)(6), biliary stricture. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Manufacturing records review: prior to distribution, all clso-10-9 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-10-9 device of lot number c1801798 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: the instructions for use (ifu0045), which accompanies this device advises the user on potential complications: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. This device is used to drain obstructed biliary ducts. There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). This is a known potential adverse event as described in the instruction for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. Possible cause is that the stent-induced stricture can be cover by ¿trauma to the biliary tract or duodenum¿, it is a known procedural adverse event associated with ercp procedure as per the IFU. As per the pmcf study, the cause of the biliary stricture was reported to be due to the stent. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent was used to treat benign biliary stricture due to liver transplantation and at 90 days post-procedure, the patient experienced biliary stricture and noted as stent-induced stricture. The stricture was treated with balloon dilation, with no residual stenosis observed post-procedure. Confirmed quantity of 1 device, confirmed used. This is a known potential adverse event as described in the instruction for use. Complaints of this nature will continue to be monitored for similar events. A definitive cause could not be determined from the investigation. Possible cause is that the stent-induced stricture can be cover by ¿trauma to the biliary tract or duodenum¿, it is a known procedural adverse event associated with ercp procedure as per the IFU. As per the attached pmcf study, page 11, the cause of the biliary stricture was reported to be due to the stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in (B)(6) 2021 to treat benign biliary stricture due to liver transplantation. At 90 days post-procedure, the patient experienced biliary stricture, noted as stent-induced stricture. The stricture was treated with balloon dilation. The site noted the event as related to the study stent with comment ¿stent-induced stricture.¿ additionally, the site provided this information: ¿from repeat ercp report: a single localized biliary stricture was found in the common hepatic duct (4mm in length). The stricture was benign appearing (likely stent induced). There was no stenosis noted in the common hepatic duct following dilation.¿ additional procedures performed at same time as study stent placement: balloon dilation. Stone retrieval. This event is noted as resolved without sequelae. Data collection includes 3 months post-procedure. This is the only ae reported. The patient has exited the study.